Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel boost breast implants on (B)(6) 2025. However, procedural findings included significant window shading bilaterally (left more than right) and a contracted/tight right breast capsule. This report is for the left breast prosthesis.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. During visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear measuring approximately 0.2 cm on the anterior view, no other leak sites were detected during the analysis. According to the attached operative report, the device was punctured and the volume aspirated during the explantation. Microscopic examination was performed on the edges of the tear found, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during explantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the explantation or other surgical procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast augmentation revision. Manufacturer¿s reference number: (B)(4).